Event description:
On 01-mar-2023, angelini s.p.a. Provided bridges consumer a spontaneous report from france. Angelini s.p.a. Received the information on (B)(6) 2023. This serious spontaneous case, manufacturer control number (B)(4) is an initial report from france received on (B)(6) 2023 from a consumer/other non health professional through cooper ((B)(4)). This case report concerns a female patient (age unknown),with no relevant medical history available, who applied thermacare neck shoulder wrist for unknown indication. The consumer reported that bought both models (nsw and flex heatwrap) and placed only the thermacare nsw heatwrap. The patch remained on her skin for 8 hours. She put the patch on when she went to bed and took it off when she woke up. On (B)(6) 2023 when she removed the patch she was going to put on the flex patch she realized that she was injured. The use of a thermacare patch that burned the patient on her back. Some skin remained on the patch. So she took all products (both models) back to the pharmacy. She took healing ointment for the burned area, she said that a burned area is being reduced and a scab has formed on this area. The consumer send, also, a picture of the burn marks. Outcome: burn : recovering/resolving.

Manufacturer narrative:
Manufacturer narrative: reportable near incident identified, investigation in progress. The expected date of the next report is 11-apr-2023.

Manufacturer narrative:
On 05-apr-2023, angelini s.p.a. Provided the report to bridges consumer healthcare. Angelini s.p.a. Received the information on 03-apr-2023. Follow up received on 03-apr-2023 from qa department regarding the (B)(4): batch: ed1020. Batch code/sku: f00573301525w. Product count: 2 count. Date of manufacture: 16-aug-2020 to 17-aug-2020. Expiry date: 07-23-2023. Quantity released: (B)(4) cartons. Consumer reports she received a burn on her back. The cause of the consumer receiving a burn is inconclusive since review of records does not provide evidence to support defective product. After a review of the batch records, thermal results all met product release criteria. The cause of the consumer receiving a burn is inconclusive since review of records does not provide evidence to support defective product. Due to the exclusion of quality defect, the most probable root cause is linked to individual sensitivity and unrelated to the manufacturing process. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. To identify a most probable root cause, there are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). There are several material and product defect risk factors that are identified and mitigated to reduce the risk of these defects reaching our customers. While the site takes every precaution to identify potential risk, there are some risks that are unrelated to the manufacturing process. These include aspects like age, skin condition, and other medical conditions. The warning labels on our product report the appropriate instructions for use to our customers to avoid burns. Data analysis was performed taking the period from 02/20/2020 through 02/20/2023 with complaint sub class: adverse event safety request for investigation. Search returned a total 23 complaints for the neck, shoulder wrist 8-hour products. None were confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. Over time for 36-months, there is not a trend identified for the subclasses of adverse event safety request for investigation for neck, shoulder, wrist (nsw) 8hr products. There is no further action required. This search includes all adverse events, not only those for burns, therefore it is not intended to be used for determining similar incidents as per mir help text of the commission. According to hazard analysis (rpt-000097160), no new risk was identified during the complaint investigation. An evaluation of the complaint history confirms that this is the first complaint for the sub-class adverse event safety request for investigation received at the albany site requiring an evaluation of this batch. Per trn-000096313, complaint trending guideline, effective 29-jul-2022, the complaint was evaluated to identify a potential trend for the lot and subclass. The calculated cpmp result of 6.61 was below the upper control limit (ucl) of 8.70. On the basis of this evaluation, a trend does not exist for this lot and therefore, the risk assessment included in the technical file is not impacted. Angelini medical assessment: the pi of thermacare neck shoulder wrist mentions that burn could be an adverse event of this medical device dechallenge was positive and rechallenge was unknown. Temporal association adverse event-medical device is plausible. Based on the information provided, the causal relationship between thermacare neck shoulder wrist and adverse event is considered as possible. The overall assessment for this case is serious/labeled/ possible. After a review of the batch records, thermal results all met product release criteria. No quality issues were identified upon the review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Data analysis was performed taking the period from 02/20/2020 through 02/20/2023 with complaint sub class: adverse event safety request for investigation. Search returned a total 23 complaints for the neck, shoulder wrist 8-hour products. There is not a trend identified for the subclasses of adverse event safety request for investigation for neck, shoulder, wrist (nsw) 8hr products. Due to the exclusion of quality defect, the most probable root cause is linked to individual sensitivity and unrelated to the manufacturing process.

Event description:
On 01-mar-2023, angelini s.p.a. Provided bridges consumer a spontaneous report from france. Angelini s.p.a. Received the information on 20-feb-2023. Bridges consumer healthcare received additional information from angelini s.p.a. On 05-apr-2023. Angelini s.p.a. Received the information on 17-feb-2023. This serious spontaneous case, manufacturer control number 2023-030118 is an initial report from france received on 20/feb/2023 from a consumer/other non-health professional through cooper (mv2023003). This case report concerns a female patient (age unknown), with no relevant medical history available, who applied thermacare neck shoulder wrist for unknown indication. The consumer reported that bought both models (nsw and flex heatwrap) and placed only the thermacare nsw heatwrap. The patch remained on her skin for 8 hours. She put the patch on when she went to bed and took it off when she woke up. On (B)(6) 2023 when she removed the patch, she was going to put on the flex patch she realized that she was injured. The use of a thermacare patch that burned the patient on her back. Some skin remained on the patch. So, she took all products (both models) back to the pharmacy. She took healing ointment for the burned area; she said that a burned area is being reduced and a scab has formed on this area. The consumer send, also, a picture of the burn marks. Outcome: burn: recovering/resolving. Follow-up information from a consumer/other non-health professional through cooper. New information regarding patient's age (43 years old), the date of incident 17-feb-2023 and where the patch was applied and the indication of use: neck area to relieve a tension.